Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the tower door was failed. A field service engineer performed the preventative maintenance to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower had a door was failed to recover. The customer reported that there was delay in dispensing medication to the patients. There were no adverse events or injuries reported based on this event.